Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device would not activate the disposable within the patient's cavity but would activate the disposable outside the patient. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The procedure was in early (B)(6) 2011. When using the device, the physician went through two disposables. (B)(6).

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.